Manufacturer narrative:
D9: date returned to mfg 2/28/2024 one device was returned for evaluation. Visual inspection revealed a scratched lcd lens. No evidence was available to review in the event history log. Functional testing was unable to replicate the reported issue; however, ¿other problem¿ was found. The root cause was determined to be the expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the volume was very low. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.